Event description:
(B) (4). "(B) (4) 2009: during cardiac cath procedure, wire sheared in occluded vessel. Sheared portion of wire remained in occluded vessel. It would cause more harm to remove."

Manufacturer narrative:
(B) (4). (B) (4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).